Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red62 reperfusion catheter (red62), a penumbra system 3d revascularization device (psr3d), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It was reported that the patient¿s anatomy was moderately tortuous. During the procedure, the physician completed one pass using the red62 and the psr3d. While retracting the psr3d through the red62, the physician experienced resistance. Upon removal, the physician noticed, the distal end of the red62 was unraveled. Therefore, the red62 was not used for the remainder of the procedure. The procedure was completed using a new red62, the same psr3d, and the same neuron max. There was no report of an adverse effect to the patient.